Event description:
This customer reported that while in the sync mode, they were unable to deliver one shock. The users went on to deliver two more shocks with the device during the patient event. The involved patient died but the customer has stated the device was not a factor as the patient had multiple comorbidities.

Manufacturer narrative:
(B)(4). This customer reported that while in the sync mode, they were unable to deliver one shock. The users went on to deliver two more shocks with the device during the patient event. The involved patient died but the customer has stated the device was not a factor as the patient had multiple comorbidities. The defibrillator was returned to philips for evaluation. The reported symptom could not be reproduced. The device passed all performance verification testing. The event file and strips were reviewed and showed that the user was in the sync mode and there were sync markers. Note that the user must press and hold the discharge button until the energy can be delivered on a r-wave while in the sync mode. We are unable to determine the cause of the reported symptom.